Event description:
It was reported that, during procedure, the laser had a reduced power output and a burning smell was noticed. After rebooting the laser and replacing the fiber the power is at normal levels again. The procedure was able to be completed using original device/method with no patient complications.

Manufacturer narrative:
The console was field service at the user's facility. Upon trouble shooting of the console, the near and far alignment of the four laser sources was controlled without issue. The focus lens was removed and checked; it had slight burns and was replaced. Subsequently, the near and far alignment of the four laser sources was readjusted. A debris shield was required for the adjustment. The two reported burned debris shields were replaced. Performance and electrical safety tests were performed. After replacing the focus lens, performing the near and far alignment adjustment and replacing the debris shields the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that, during procedure, the laser had a reduced power output and a burning smell was noticed. After rebooting the laser and replacing the fiber the power is at normal levels again. The procedure was able to be completed using original device/method with no patient complications.